Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed internal driveline (dl) wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 2.25 inches from the pump housing and 38.5 inches of the distal portion of the dl was also returned. A driveline repair was previously performed and 19 inches of the replaced portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of lvas also revealed no evidence of depositions or thrombus formations. The replaced segment of the driveline was visually inspected and underwent continuity and high-potential testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. Both the pump-end segment and the distal segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the distal segment of the dl revealed breaches to the insulation of the red, brown, black, yellow, and green wires. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the lead in this location. Both the pump-end segment and the distal segment of the driveline were submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient continued to have pump stoppages. Two additional log files were submitted for review with the data range (B)(6) 2017 17:15 to (B)(6) 2017 11:05 and (B)(6) 2017 0:19 to (B)(6) 2017 10:27. During the analysis of the submitted system controller log file, it was reported that drive line fault alarm was observed as well as two pump stop events and one low speed advisory. On (B)(6) 2017, it was reported that the customer is requesting a distal end percutaneous lead (driveline) replacement which was scheduled for (B)(6) 2017. On (B)(6) 2017, it was reported that after the distal end percutaneous lead (driveline) replacement was performed the patient presented to the clinic with multiple pump stoppages while on battery power. The patient was advised to stay on batteries/ungrounded cable until decision is made on further steps. On (B)(6) 2017, it was reported that the patient¿s lvad pump body was exchanged through a subcostal incision. Inflow cannula was repositioned and driveline was tunneled out the left side. Upon dissection of the pump, it was noted that part of the driveline was touching up against the elbow of the outflow. New pump was initiated and patient speed was set back to 9400 rpm. Pump and driveline will be sent back.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported a pump stoppage occurred while connected to battery power. The patient stated that they did not disconnect the driveline from the system controller. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed the first pump stoppage on 01sep2017 which recorded as a driveline disconnect that occurred while the patient was on battery power. It was noted that it could be caused by a perc lead shorting issue. Additional information was asked however not provided.